Event description:
This customer reported that they were unable to obtain pacing capture with their mrx defibrillator.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.